Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. After the was was positioned in the laa a pigtail catheter was inserted. The physician injected contrast dye through the pigtail catheter and shortly after this st segment elevation occurred. The patient became hypotensive. After 5-10 minutes of monitoring the patient the st segment resolved on its own. No treatment or action was taken by the physicians. The procedure was then continued following this event and was completed successfully. The closure device was implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient did fine following these events.